Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
Literature article was received entitled "the influence of alignment on midterm outcome after total knee arthroplasty in patients with marked coronal femoral bowing". Literature article "the influence of alignment on midterm outcome after total knee arthroplasty in patients with marked coronal femoral bowing" (2015) by tsan-wen huang et al. Published by the journal of arthroplasty was reviewed. The article purpose: to investigate the effect of immediate postoperative alignment on eventual ma and survivorship by comparing neutral-aligned and outlier tkas at midterm follow-up. The article reports: since january 2002, all tkas performed at the authors' institution were done using the same treatment protocol. All patients involved in this article received pfc sigma implant. The patients were divided into two groups; one with more malalignment and one with a neutral alignment. A total of 72 patients were studied. In this study, two patients in group b had polyethylene wear with instability of knee joint and received revision surgery. One knee in each group sustained a periprosthetic femoral fracture. Both managed with open reduction. Cement was used although no manufacturer was disclosed. Patella resurfacing was not mentioned within this article. Depuy products involved: pfc sigma. Complications: polyethylene wear (2), joint instability (2), femur fracture (2), surgical intervention (4).